Manufacturer narrative:
Onset of infection is reported under MFR # 2916596-2021-00812. Previous clinic visit for infection is addressed under MFR # 2916596-2021-00863. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient returned to clinic on (B)(6) 2019 with continued drainage from the driveline site and wound cultures were positive for staphylococcus aureus. The patient was started on suppressive doxycycline. Patient was seen in clinic (B)(6) 2019 with continued purulent drainage and was continued on doxycycline.